Event description:
The nurse flushed the oa-10 with sterile distilled water before using it, but the solution did not pass through (B)(4). Incorrect wire guide used with replacement device (B)(4). For all complaints, ask: 1. Does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Observation prior to patient contact 2. What was the target location for the stent? Cbd. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. The products are stored in a chest of drawers inside the ercp room. There is no exposure to light. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? * visi2 angle. 0.025. 5. Was the wire guide lubricated prior to use? Yes. 6. Was the wire guide inspected for damage prior to use? N/a. 7. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 9. If yes please indicate the type of procedure performed. Dilation. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11. If not with the device in question, how was the procedure finished? The new oa-10 was used. 12. Did the patient require any additional procedures as a result of this event? No. 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation of the oa-10 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0096 which informs the user about the precautions ¿refer to package label for minimum channel size required for this device. Wire guide diameter and inner lumen of wire-guided device must be compatible. Not compatible with pigtail stents. Do not use this device if stent cannot advance through strictured area. Preloaded stents should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0096). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035-inch wire guide for use with this device and all simulated use testing to date has been completed using a 0.035-inch wire guide. As per information stated a 0.025-inch wire guide was used. Summary: complaint is confirmed based on customer and/or rep testimony. There was no impact to the patient as this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of user-error was determined from the available information.

Event description:
A supplemental report is being submitted due to completion of the investigation on 2 jul 2025.